Event description:
Reportedly the surgeon suspected that the valve was not closing sufficiently which was confirmed during echo. The valve was then explanted and another valve was implanted without issue.